Event description:
It was reported that on (B)(6)2022 a amplatzer patent foramen ovale (pfo) occluder was successfully implanted utilizing a 9fr talisman delivery system. The dimensions of the pfo determined by intracranial echocardiography (ice) were 6.75mm guidewire to superior vena cava gap. During a follow up echocardiogram on (B)(6)2023, a leak was observed. A bubble study with valsalva was performed with positive result. The patient was reported to be stable with no clinical signs or symptoms. The implanter feels the device may have been undersized at the time of the procedure. There was no evidence of migration. There is no allegation of malfunction. No intervention has been performed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient device interaction problem (residual shunt) was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that during a follow up echocardiogram, a leak was observed. A bubble study with valsalva was performed with positive result. The implanter feels the device may have been undersized at the time of the procedure. The patient was reported to be stable with no clinical signs or symptoms. There was no evidence of migration. Based on the information received, a root cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.